Event description:
The caller was an MRI tech and the reason for the call was to get MRI information. The caller stated that the patient had revisions in the past. When asked for details about the reason for the revisions, the caller read a note from (B)(6) 2024 that said the patient had the ins replaced and the leads removed, it also said that the lead was connected to the new generator. The information was contradictory, stating that the lead was removed and the lead was connected to the new ins. The caller did not have any other details. Tss reviewed registration information and MRI information.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot# / serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977119 lot# / serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.